Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported via phone call delivery anomaly and absence of no delivery alarm. Customer's blood glucose level was 180 mg/dl. Nurse advised the patient believed the insulin pump automatically delivered max bolus amounts without prior programming. Customer's mother lowered the max bolus amounts and the issues persisted. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer was contacted in order to troubleshoot further. The mother stated that they visited the hcp and the pump was uploaded. Everything appeared to be normal, and there was no further objection to the pump's function after reviewing all the date. The nurse conducted the hp test, and it passed. The hcp stated that the customer may have delivered all of the boluses on his own to draw attention to himself. The mother stated that the customer has had no further problems with the pump, and agreed to block the keypad to avoid unwanted bolus deliveries.